Event description:
It was reported that the patient with an implantable cardioverter defibrillator, right ventricular lead and right atrial lead, has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead was returned in three pieces. Electrical testing was normal. Visual inspection of the partial lead did not find any anomalies except for procedural damage.